Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarms was not confirmed. The heartmate ii system controller, serial number (B)(6), was not returned for analysis. In addition, there were no log files submitted for analysis. The submitted photo displayed the system controller with tape on both power cables, indicating that the power cables were damaged. Provided information stated that stated that the patient¿s old running controller that was exchanged due to the described alarms and wear and tear to white/black leads is (B)(6). This controller was discarded and will not be returned to abbott. The root cause for the reported event could not be conclusively determined through this analysis; however, the damaged system controller power cables could have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low speed advisory alarms, low flow alarms, driveline fault conditions replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with connect power alarms. On visual inspection, the controller black and white leads were worn and it was noted that manipulating the black lead would trigger the alarms. The alarms occurred both on battery power and the power module. It was determined that the controller should be exchanged. The patient underwent controller exchange with no issues and the alarms resolved. The controller was discarded and would not be returned. The newly issued running controller was sn (B)(4).